Event description:
It was reported that approximately 50 minutes post xact stent implantation in the right internal carotid artery (rica), the patient experienced left upper and lower extremity weakness and right eye blindness, with a slightly dilated right pupil. Per CT scan, an acute parenchymal hemorrhage was seen on the right side and the patient was transferred to another hospital. Medications were provided; however, the condition worsened and on (B)(6) 2011, the patient died. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hemorrhage, death, visual disturbances and weakness are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.